Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered three bursts of anti-tachycardia pacing (atp) as well as six shocks, exhausting therapy for the episode. Technical services (ts) reviewed the device data and it appeared the therapy was a result of rapid ventricular response (rvr). The patient had a scheduled appointment with a physician to review any potential programming changes. This device remains in service. No additional adverse patient effects were reported.